Manufacturer narrative:
.

Manufacturer narrative:
Unable to confirm serial number. Device repairs or implementation of field change order (B)(4).

Event description:
The customer reported a reboot of the surveillance when discharging a patient. There was no patient incident.